Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted due to urinary incontinence and rectocele . It was reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary problems, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with a paravaginal repair due to pop.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystitis, utis and stress incontinence.

Manufacturer narrative:
It was reported that patient underwent laparoscopic assisted supracervical hysterectomy on (B)(6) 2006 due to uterine fibroids and chronic pelvic pain.